Manufacturer narrative:
Pc-(B)(4). Batch # 279a32. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received fully fired. In addition another gst60g reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. No abnormal noises were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that on the third firing of plee60a; first two fired as per normal.third firing was the second on sleeve gastrectomy portion of the procedure. First firing black on sleeve portion reload. Second green reload. Stapler started to fire and approx half way through firing cycle it slowed and then two "cracks" were heard from the stapler (drive/proximal end) sounds appeared like a slip of the drive unit cogs under high force. Stapler appeared to complete the firing stroke and then when releasing stapler from tissue a hole was observed on patient side of the sleeve gastrectomy. Staples appeared to be completely un-formed. A new stapler was opened and the first firing of this green reload stapled normally however a comment was made that they could see a small green fragment for reload on the staple line. The fragment was not retained. The sleeve hole was over sewn (double layer pds & vicryl) and leak test at the end of procedure was negative. Extra time taken for over sewing was 30minutes. There was no additional force applied to close the stapler on the misfire; tissue normal thickness, no other obstructions/clips etc in staple line/ nothing apparent to suggest that the stapler was overloaded or under unusual forces. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2022. D4: batch # 279a32. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. In addition, another gst60g reload was received with the right side fully fired, the left side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.